Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use were observed. There was no blood on or in the device. The delivery device was returned outside the loading device. The slide lock was engaged. The plunger was not depressed on the delivery device. The anchor and tension spring assembly were loaded inside the delivery tube with the seal was unfolded and unwrapped extending outside the tube. The seal was taken out of the delivery device for inspection. The seal was cracked on the outer portion of the seal. The following measurements were taken; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .215 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint "seal cracked" was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system seal outer most loop was not attached right out of the box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system seal outer most loop was not attached right out of the box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.